Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A left ventricular thrombus was confirmed after impella cp insertion. A left ventricular thrombectomy was performed at the same time as mitral valve procedure. The impella cp was exchanged for an impella 5.5.

Manufacturer narrative:
The impella device was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso). It was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use for the impella cp with smart assist system in section: potential adverse events (united states) states, "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)".